Event description:
The perfusionist reported that during a cardioplegia procedure, a leak was detected in the lower part of the mps disposable delivery set, from the left blood pouch. It was reported there was a loss of blood from the set. The perfusionist reported he changed out the set before the pt's heart was arrested and while the cross clamp was still in place. The surgery then proceeded and was successfully completed with no pt complications. The delivery set was discarded and not returned to the MFR for analysis.

Manufacturer narrative:
(B)(4).